Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was received without belt clip slot, unable to verify. The number does not ramp up in its own or scroll bar moving with no input.

Event description:
The customer's mother reported via phone call that the keypad got stuck and numbers started to ramp up. The customer's blood glucose was 440 mg/dl at the time of incident. The customer's mother stated that the high blood glucose was treated with insulin. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.